Manufacturer narrative:
The investigation results for this complaint are root cause cannot be determined. No unused file was returned. The returned product has been evaluated but the cause for the product defect could not be determined. Breakage could not be confirmed - see detailed investigation. DHR (lot) without fault.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that hedstrom readysteel 25mm 015 file broke during use. The broken part was not retrieved. No medical or surgical treatment was necessary after the event. No injury occurred.